Event description:
It was reported that during a remote device data review, an alert was seen for low, out of range pacing impedance (<200 ohms) from this right ventricular (rv) lead. Additionally, noisy signals, high capture thresholds, and high amplitude measurements were also noted. Boston scientific technical services was contacted and recommended thorough in-clinic testing and diagnostic imaging to exclude rv lead impairment. A rv lead revision procedure was also discussed. At this time, the rv lead remains implanted and there were no adverse patient consequences.